Manufacturer narrative:
This follow-up correction report will be submitted. To include the below type of investigation codes, not included in the initial medwatch report submitted: section h6: type of investigation: 3331 - analysis of production records. Section h6: type of investigation: 4109 - historical data analysis. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: n/a. Lens was not implanted. If explanted, give date: n/a. Lens was not implanted; therefore, not explanted. Phone: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 lens was defective and could not be used. Lens is not available for collection as it has been destroyed. It is unknown if there was patient contact, however no patient injury has been reported. No further information has been provided.